Manufacturer narrative:
Product evaluation ¿ system. The system was examined and the reported event was replicated. The battery was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming battery. However, how or when the battery became nonconforming cannot be determined conclusively. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Product evaluation ¿ vgfi tubing (consumable). The lot complaint history was reviewed. This is the first complaint for the finish goods consumable lot and first for this issue. The device history record (DHR) shows the product was released per specifications. Eleven unopened samples and one used suspect sample was returned. Non-company tubing was connected to the green stopcock. The tubing was removed in order to continue functional testing. It is important to remind the customer to use only company products, improper mismatch of consumable components and use of settings not specifically adjusted for a particular combination can affect the functionality and performance of the device. The vented gas fluid injection (vgfi) tubing set was functionally tested for air flow rate, continuous balanced salt solution (bss) flow rate, and vent pressure change test. The sample functioned within specifications passing all functional and performance requirements. The root cause of the customer's complaint is most likely related to mismatch of a non-alcon part to the device. The directions for use (dfu) instructions state mismatch of components may create a patient hazard. The customer should be reminded to use company products for proper performance and functionality during normal operation. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation fluid flowed the incorrect direction after the silicone oil was injected during the fluid-air exchanging phase of a vitrectomy procedure. The procedure was completed and there was no harm to the patient. No additional information is expected.